Event description:
It was reported that the insulin pump alarmed motor error. The insulin pump also alarmed during the prime process. The blood glucose reading is 233 mg/dl. Insulin squirted out during the manual prime process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to verify alarms due to motor error alarms. The insulin pump received with cracked case at lcd window corners. The insulin pump received with scratched lcd window.